Event description:
The patient claimed that the down button required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The "down" button is responding intermittently. Product analysis removed the keypad and found misaligned contact. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release.